Event description:
It was reported that during a procedure, the bur broke. It was also reported that there was no impact to the patient, althought requested, no other information was available.

Manufacturer narrative:
H2: evaluation - attachment was evaluated at the site in india, it was found to be faulty with router stuck inside. H2: additional information - confirmed no impact to the patient. H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a procedure, the bur broke. No further information reported at this time.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation of product return.